Event description:
Information was received from regulatory body via a manufacturer representative regarding a device used for patient. It was reported that after the medical staff used the chest compression system to treat the patient, gave it a charge, but it failed to charge causing other emergency patients to be unable to use it normally. The charger failed, or the battery was damaged, the reason was unknown. There were no patient symptoms reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).